Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The pump then displayed another malfunction alarm. The customer's blood glucose level was 76 (mg/dl). Reportedly, the customer has manual injections and long acting insulin available as alternate insulin therapy.